Event description:
It was reported that; the patient underwent surgery at the end of november. During a post-operative check-up, medialization of the shs was detected. The revision surgery was performed with g4 u-blade. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.